Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. Off site analysis confirmed the reported charge time out using the original device battery. No significant leakage was observed on the high voltage therapy capacitors and the hybrid charged nominally when the battery was replaced with an external supply. The results were consistent with the device battery causing longer charge times. The battery impedance measured 1.58 ohms. Based on the destructive analysis results, no internal short occurred in the battery. Review of performance data from the device showed excessive charge timeouts were logged on (B)(6)2016 and (B)(6)2017 and a charge timeout logged on (B)(6)2017. The excessive charge times and charge timeout resulted from increased battery resistance induced by li-severing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) was showing charge circuit inactive upon interrogation. There was evidence of longer charge times that contributed to the charge circuit inactive. The ICD was explanted and replaced that same day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.